Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
2 of 2 reports. Other mfg report number: 3013886523-2022-00591. A facility reported a cerelink sensor was implanted, the values were stable for one day until suddenly dropped to negative numbers. The sensor and the directlink monitor were replaced.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h10 direclink module was returned for evaluation: DHR - the lot met specifications when released failure analysis - the module was cleaned with isopropyl alcohol 70% and visually inspected: no defect was noted. The module was inspected: no defect was noted. The complaint evaluation was unable to conclusively verify the complaint as valid. Device passed all testing. The root cause of the issue reported by customer could not be determined as the device worked correctly.

Manufacturer narrative:
Additional information received: "probe connected to directlink (module) and zeroed. Directlink connected to patient monitor in theatre. Probe shows pressure of 6 mmhg, which seems realistic. Patient is transferred to the ib. Adjustment of monitor and directlink with initial pressure of 6 mmhg, after 4-6 hours pressure drops into negative. Recalibration on the monitor and reproducible pressures measured. Later, negative pressures not only in sitting or standing position, but also in lying position, but when crying the pressure rises again as expected and then slowly drops again to negative for hours. Before explantation of the probe, another probe with a different directlink, we have 2 devices, zeroed and installed. Before explantation of the probe, another probe with a different directlink, we have 2 devices, zeroed and installed. Same behavior as with the first probe (pressure positive, then negative again). Due to the difficulties, no more use on this and other patients. Received a replacement device from the supplier. Test of the device with another probe, test intraoperatively for a few minutes with reproducible pressure of 17 mmhg. As it was not certain whether the difficulties were due to the directlink or the probes or the connection directlink to the patient monitor, this was to be tested this week in consultation with the supplier. Patient male of 5 years old."